Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that a patient was injected with 0.5 ml of juvéderm® volift® with lidocaine. The patient presented ¿a potential lip occlusion/hematoma¿. On the following day the patient was treated with hyalase®. The status of the symptoms are unknown.